Manufacturer narrative:
The customer-reported issue was confirmed during visual inspection of the external and internal components of the driver where it was observed that the connection 1 receptacle cable was broken and displaced in the driver. This is the connection point between the power adaptor and the driver. The cable was no longer attached to the driver housing and was lodged inside the housing. It is unknown how the connection 1 receptacle cable was damaged, but is most likely the result of either the application of excessive force when connecting the power adaptor to the driver, or rough handling/an impact shock to the driver. The issue of damaged receptacle one connectors is currently being investigated under a corrective and preventive action (CAPA). Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the device was not in patient use. The freedom driver is also equipped with redundant power sources, including multiple rechargeable freedom onboard batteries and an external battery charger which provide additional means of mitigating the impact to patient care in the event that the power adapter cannot be connected. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The connection 1 receptacle is the connector located on the freedom driver housing that connects the power adaptor to the freedom driver. The customer, a syncardia certified hospital, reported that the freedom power adaptor connection was damaged at the freedom driver connection 1 receptacle.